Event description:
Customer reported to have received error message on insulin pump. Customer received one unexpected restart alarm, one signal too low alarm, five (B)(4) software anomaly and five radio frequency pic failed self test. Customer was advised that insulin pump would need to be replaced due to excessive error messages.

Manufacturer narrative:
Pump alarmed radio frequency failed self-test during the self- test due to faulty electrical component/radio frequency board. Unable to confirm signal too low alarm due to radio frequency failed self-test alarm during self-test however, spanish anomaly alarm found in the alarm history file due to corrupted history file. Pump passed the unexpected restart error test. No unexpected restart alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.